Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient observed delamination of the ilet pump touch screen while the device continued to function and requested a replacement. Symptoms included no injury or clinical effects. Outcomes included no impact to health and no medical intervention. Investigation included review of the device history and complaint details, and assessment of the affected component as the device display assembly. Investigation of this case revealed physical damage to the touch screen consistent with delamination without functional impairment. It was concluded that the event involved a device component quality issue limited to the screen assembly, with no adverse health effect and no malfunction affecting insulin delivery or alarms.